Manufacturer narrative:
A1: patient identifier: a2: age & date of birth: a3a: sex: a4: weight: a5: ethnicity: a6: race: d6a: implanted date: d6b: explanted date: the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon opening the angio-seal poly-foil pouch and attempting to assemble the insertion sheath and the locator, a kink was observed in the insertion sheath when. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There were no other devices or equipment used with the reported product.